Event description:
It was reported that during a lap. Gastric bypass, leakage occurs and the abdominal pressure cannot be maintained. No further information provided. No patient consequence.

Manufacturer narrative:
Date sent: 08/22/2007. Eval summary: the obturator clear lens was noted to be cracked. The analysis results for the instrument found that it was returned with the obturator inserted through the sleeve. Due to the returned condition,the duckbill and universal seal assembly were noted to be deformed. No functional tests could be performed due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.